Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.however; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had extensive list of problems with boluses. Customer stated that bolus calculator was counted for two times and after pressing act to delivery the bolus the pump was taking them back to home screen and the bolus was either not delivered or it did not register the delivery. Customer stated that when bolus calculator counted the amount of insulin needed the delivery was only possible after three tries with manual delivery of bolus and not through automated bolus wizard. Customer stated also reported that during calculated bolus delivery the insulin pump started delivering the calculated bolus, but after three hours the blood glucose rose to 350 mg/dl and it was not caused by food intake and the customer was unable to check if and how much bolus was delivered because there was no record of it in the insulin pump. No harm requiring medical intervention was reported. The device will not be returned for analysis.